Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in-clinic follow up, the right ventricular (rv) lead safety switch feature was observed to have been activated. Review of device memory revealed that the rv lead impedance measurements had been trending upward over the past six months and were now out of range, greater than 2,500 ohms. Threshold measurements were reported to be a little high with lower sensing amplitudes, however the patient only paces three percent of the time. The physician referred the patient to see an electrophysiologist, however, it is unlikely that any further action will be performed since the patient was asymptomatic. The lead was left in unipolar configuration.